Manufacturer narrative:
The patient was born on an unspecified date in 1987. The peritonitis was described as having happened a "very long time ago." The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) experienced peritonitis. The cause of peritonitis was not reported. On an unknown date, the patient was hospitalized for the event. Treatment rendered for the event was not reported. At the time of this report, the patient had not yet recovered. On an unreported date, pd therapies were discontinued and the patient was transferred to hemodialysis (hd). No additional information is available.